Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and threshold measurements were high. The lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.